Manufacturer narrative:
Do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that prior to initial training on the pump, the customer adjusted the pump settings without consulting the healthcare provider (hcp) and experienced low blood glucose (bg) level of 40mg/dl. Contact administered a glucagon shot to treat bg level. Emergency services were called, however, no further assistance was necessary. Recommendation was made to consult with hcp regarding diabetes management.